Event description:
Patient being monitored at the central monitoring unit on a spacelab remote telemetry had a 4 second run of ventricular tachycardia that activated a system alarm. The monitor tech was distracted, dealing with another telemetry issue, and did not see the alarm notification at the time of occurrence. The monitor tech later reviewed the alarm log and identified the issue and reported the rhythm change to the patient's nurse. Several hours later, the patient went into the same arrhythmia and subsequently deteriorated to ventricular fibrillation/asystole. Spacelab does not maintain a visual sector alarm that remains resident with episodic rhythm events even when not acknowledged by the user. Due to this software alert flaw monitor techs must routinely check the spacelab alarm log to identify any missed alarm activity. This further prevents and distracts monitoring personnel from continuously monitoring patient physiologic data. The alarm status that displays, remains audible and visual for a period of approx 30 seconds then disappears from the monitor screen. This patient safety risk delays or prevents real time interventions for patient care that could ultimately lead to life threatening outcomes.